Event description:
It was reported the pt is unable to feel stimulation. X-rays revealed the leads have not migrated. Reprogramming recaptured stimulation coverage in legs, but not in the feet. Reportedly, the pt will request the physician do a trial for coverage in the feet.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.